Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was noted that the pump was alarming. The device was removed (B)(6) the battery 'had been dead for quite a while.' The health care provider (hcp) 'was supposed to make arrangements to take it out and he just kept messing' with the patient. As previously reported, it was noted that the hcp 'would switch it up a little' so his body 'wouldn't get used to this and this,' the hcp was 'mixing it,' 'sometimes he'd put full morphine, sometimes he'd mix it with dilaudid,' and 'they put the wrong medicine in him three times and almost killed him.' The patient had to go to the emergency room, it was not noted when, how many times. It was noted that the patient was weaned off the pump, and after the pump was out the patient went through 'very bad withdrawal.' After the device was removed the patient couldn't 'hardly walk,' and 'his legs- oh, my god,' was not clear what was meant by that. The patient was in pain after the pump was removed, that 'crippled him.' It was also noted there was a 'big hole' in the patent's abdomen where the device had been removed.

Event description:
It was reported that "the pump is not working"; it was thought that the pump might be at eol (end of life). The pt had increased baseline pain. It was also reported "the girl put in the wrong medicine". Clonidine was put in the pump because that was what the doctor ordered. The caller stated, "this is a blood pressure medication. He does not have high bp. He was so sick. The dr never took his bp. He's gone from (B)(6) lbs to (B)(6) lbs. The pump sticks out." It was noted that the pt hadn't seen the doctor for 3 yrs. It was also reported that "two (B)(6) ago", a 40 ft tree fell on the pt. When the pt was in the hosp, the doctor never came; the hospital staff had requested that the doctor come because of concern that the pump may have been damaged when the tree fell on the pt. The reporter was unsure what medication was currently in the pump; it was reported that "he kept changing the meds and it hasn't been cleaned for 5 yrs." The pt had an appointment to see a new physician and an appointment to replace the pump. Additional info has been requested, a f/u report will be sent if additional info becomes available.